Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt information is reasonably known at the time of the event. Donor unit # (B)(6). This disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
Terumo bct internal ref (B)(4). This report is being filed to provide add'l info. The run data file was analyzed. Signals in the run data file indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber toward the end of the procedure, when the access alerts started occurring. Based on the available info, it is also possible that this leukoreduction failure could be donor-related. Investigation: evaluation and corrective actions are in process. A f/u report will be provided.